Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted and no rewind anomaly noted during our testing. The insulin pump passed prime/a33, displacement and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Event description:
It was reported the customer received a motor error alarm during the fill tubing process. The customer stated a no delivery alarm occurred prior to the motor error alarm occurring. Customer's blood glucose was unknown. The customer stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.